Manufacturer narrative:
An engineering evaluation was completed. There were no new findings as a result of the evaluation. However, risk management documentation was performed. While edwards durability testing of sapien valves meets and exceeds current standards for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years.

Event description:
As reported, 7 years and 10 months post deployment of a 23mm sapien valve in the aortic position, the valve was found to be failing. The failure mode was reported as degeneration with central regurgitation. A 20mm sapien 3 ultra valve was successfully implanted in the sapien valve during a valve in valve (viv) procedure. No complications with the viv procedure were reported. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Per medical opinion, early failure of the sapien valve did not occur. The valve functioned as expected for almost 8 years.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Medical records review revealed 5 years post implant, the valve was well-seated with a peak gradient of 24mmhg and a mean gradient of 13mmhg. The degree of aortic insufficiency (ai) was difficult to quantify given multiple jets. Overall, there appeared to be mild paravalvular (pvl) ai with mild to moderate transvalvular ai. Tte performed 2 years later indicated mean gradient of 47mmhg, suggestive of significant stenosis (peak velocity was 2.5m/s on prior study). Moderate regurgitation. The ava measured 0.78cm2, with an av peak of 73mmhg. The 23mm sapien valve was well-seated, however, there was moderate regurgitation and severe stenosis with a mean gradient 47mmhg. The patient was referred for a possible a valve in valve (viv) tavr. During the viv procedure, a 20mm sapien 3 ultra valve was implanted in the existing valve with no pvl or evidence of transvalvular leak. The patient was discharged on postoperative day (pod) 1. No complications or edwards device malfunctions were reported.

Manufacturer narrative:
A supplemental MDR is being submitted for the correction/additional h6 codes based on the engineering evaluation. The following h6 codes of this report have been updated: type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was not able to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years 10 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.